Event description:
New information received notes that the patient was stable during and post procedure.

Event description:
New information received notes that the new lead was implanted on (B)(6) 2018.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.

Event description:
It was reported that during right ventricular (rv) lead revision procedure, left ventricular (lv) lead dislodgement was observed on x-ray. It was noted that the lv lead was dislodged while removing the rv lead. The lv lead was explanted. Patient will be scheduled for another procedure for new lead implant. The patient was stable and asymptomatic throughout.